Event description:
It was reported by the affiliate that the device was used during a thoracoscopic biopsy. The device was fired and no staples formed. The case was completed using a same like device. There were no consequences to the patient.